Manufacturer narrative:
The investigation for the pump stop has been completed. Tpurge leak - pump is a casading event which led to the pump stop. The returned product was inspected and a crack along the yellow luer was observed. The purge leak was reproduced. The returned product had biomaterial in the purge gap which did not clear after soaking efforts. The data logs confirmed motor current high pump stop and showed a motor current spike before pump stop. The cause of the pump stop issue was due to purge leak with sidearm yellow luer damage leading to lack of purge. The cause of sidearm yellow luer damage was most likely occurring during use due to the high tensions in combination with disinfectants and certain drug ingredients (example oil, alcohol, lipids, etc.) The root cause of the pump stop was determined to be due to a damaged sidearm yellow luer. H.6 per investigation results, code 1250 fluid/blood leak should not have been selected on initial manufacturer device report number 1220648-2024-19780 as it is a casading event which led to the pump stop.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant had placed an impella cp to support a patient post arrest for a cosmetic surgery. The pump was placed (as well as extracorporeal membrane oxygenation) and the patient was coding. The patient was transferred to the tertiary center after three days. The pump malfunctioned at transport when the purge sidearm broke and began to leak. The pump additionally stopped. The pump was explanted and the patient survived.